Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a new pain in the left rib after the implant procedure and this pain was present whether the stimulation was turned on or off. The physician did not know what was causing the pain. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient developed a new pain in the left rib after the implant procedure and this pain was present whether the stimulation was turned on or off. The physician did not know what was causing the pain. The patient will undergo an explant procedure.